Event description:
Ventilator reading large cuff leak without return to baseline on the volume waveform, large audible leak coming from pts mouth, no etco2 waveform reading. Pt pulse ox reading 92% and pt stable. Rt and rn confirmed appropriate ett placement. Rt attempted to insert more air into pilot balloon, but pilot balloon would deflate again, and leak would not resolve. Rt attempted to reposition ett to other corner of pts mouth, leak did not resolve. Rt attempted to suction pts airway, but leak did not resolve. No patient ventilator disconnections present. Pt pulse ox still reading 92%. Rt and rn called micu fellow to bedside, and decision was made to exchange ett.